Event description:
My dexcom g7 keep falling off even after I clean and dry the area with alcohol. I have used a product called skin tac and the overlay patch that comes with it. They still fall off. I cannot use the control iq on my tandem mobi insulin pump with the dexcom. Control iq allows me to keep my blood sugar under control better. Without this I am in danger of high or low blood sugar. I get 9 dexcom for a 90-day supply. I have recently lost 5. I received 3 replacements, and they all fell off soon after I applied them. I am pretty sure dexcom has changed the adhesive. I didn't use to have any problems but I'd say within the last year I've had so many fall off I don't even remember how many and I was told you are only allowed 2 replacements per calendar year, and I know I've lost way more than that. Something needs to be done about this. Pt code: 4582. Device codes: 1068, 2919. Referencing reports mw5179532, mw5179533, mw5179535, mw5179536, mw5179537, mw5179538, and mw5179539.